Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr replaced the display printed circuit board. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications.

Event description:
The customer reported that vela ventilator's display screen was going blank intermittently. The customer reported that there was no patient involvement.